Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -8.5/2.5/114 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2023. The lens was implanted, removed and replaced intraoperatively with no patient injury. It was reported that the problem resolved . Cause of event was unknown.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).